Manufacturer narrative:
The device was returned to olympus for inspection and the reported failures were confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign materials in the nozzle, however, we could not identify the foreign material found. Based on the results of the investigation, a definitive root cause could not be determined. The event is detectable/preventable by handling the device in accordance with following instructions for use (IFU): ¿IFU states the detection method in gif/cf/pcf-1200 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign material in the nozzle. There were no reports of patient involvement.